Event description:
Swan catheter defective. Prior to inserting, checked balloon (inflated in saline), deflated (balloon wouldn't deflate/filled with saline). Manufacturer response for catheter, intravascular, diagnostic, swan-ganz true size (per site reporter). Waiting for the sample to arrive to complete the investigation.